Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
The customer¿s blood glucose (bg) level was displayed as ¿low¿. However, a specific value was not provided. Suspected cause was, due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.